Event description:
A patient's meter would not turn on. They had high blood sugar symptoms and had to visit their physician due to the power issue. They were given "IV" for treatment. Unknown what their blood glucose was at the doctor's office. Also, unknown how long their meter had the power issue. This issue was not resolved with troubleshooting. A replacement meter was sent. No further information has been reported.